Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was leaking. Unknown how the case was completed. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(4)